Event description:
During a one month regular inspection in 2006, an imi's service man noticed that the air way pressure was abnormally increased to 60 cmh20 in spite of below mentioned normal settings. The expiratory valve, diaphragm & flow sensor were immediately replaced, however, the trouble was not improved the service man exchanged to another 8400 and confirmed the trouble disappeared. According to the chief nurse the air way pressure has started to increase up to 60 cmh20 since midnight in 2006. There was not health damage. Depending on the 1st report from imi the hospital will decide if the case would be reported to mhlw. Imi's findings: imi has duplicated the trouble and measured 25l/min of flow rate by the installation of a flow trigger sensor. Settings: mode pc-simv w/gradual decrease waveform, br 40, peak flow-, psv off, peoop 5cm, vl-insp. Time 0.5 insp. Pressure 22, base flow-, oxygen 45%, trigger (flow) f2. I have to inform that the patient related to this trouble died two days later, although the casual relations are still under investigation.

Manufacturer narrative:
The distributor in another country, evaluated the unit and determined that the root cause of the reported event was a faulty flow valve. The flow valve was returned to the manufacturing plant for evaluation. The viasys failure analysis lab tech evaluated the flow valve and determined that the root cause of the reported event was debris on the ball of the pushrod assembly and a worn cam. The distributor was shipped a replacement flow valve.